Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting prematurely. Furthermore, device replacement was not recommended due to premature wear caused by hydrogen. This s-ICD remains in service. No adverse patient effects were reported.